Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, vessel dissection occurred. Vascular access was obtained via radial artery. The 95% stenosed target lesion was located in the left anterior descending artery. The left main coronary artery was engaged with a non-bsc guiding catheter. Coronary angiogram revealed a 95% critical lesion in the proximal left anterior descending artery which was crossed with a non-bsc guide. Guide catheter tip was positioned in the distal left anterior descending artery. The lesion was then treated with direct stent placement with a 3.50x16mm promus element drug eluting stent at a balloon pressure of 18 atmospheres for thirty seconds. Control angiogram was performed and revealed that the proximal edge of the vessel was dissected. The dissected part was then sealed and overlapped with another 3.5x12mm promus element stent. The overlapped junction was post dilated with the same delivery balloon at 10 atmospheres for fifteen seconds. Final control angiogram showed a well deployed stent with thrombolysis in myocardial infarction flow of three. Procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.